Event description:
This 39-year-old female underwent a bam on 9/3/95 utilizing saline implants with filling valves. About 2 months ago, she noted her right breast was larger than the left. At the time of surgery, the filling tube was withdrawn and found to be quite convoluted and twisted. It was manipulated, then popped. It appears to fracture at the perforation point along the tube. There was no evidence of implant leakage.